Manufacturer narrative:
Upon further investigation, it was determined that this report was a duplicate report of 1045834-2013- 23047. Additional information was reported from the reporter in the file associated with report 1045834-2013- 23047 that was not originally reported in the file associated with this report. This additional information was originally reported in report 1045834-2013- 23047 on (B)(6) 2013. Additional information: it was reported that there was a cut in the cord of the foot control device and were wires exposed at the end closest to the plug. The alleged malfunction was discovered after surgery, while the device was being wiped down. It was reported that the device was used in an unspecified back surgery and worked properly during the procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. Device evaluation: the actual device was returned for evaluation. The device did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to mishandling of the device by allowing the cord to come in contact with sharp object which punctured the cord or damage caused by pulling the device around by the cord, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that there was a "cut in the hose" of the motor device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.